Event description:
Manufacturer representative reported error code 575 while trying to recharge the device prior to implant. Manufacturer recommended a physician recharge and reset the neurostimulator and then interrogate it. Hcp waited over 30 minutes on physician recharge clock and then tried recharging normally again and received the same error code message. Manufacturer recommended the device be sent back to be manufacturer for analysis. The device was not implanted and was returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results revealed a corrupt configuration file. After the configuration file was corrected by the manufacturer, the device functioned properly. The device was rechecked several times and functioned properly. The cause of the original corruption could not be determined.